Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included dysuria. Concurrent conditions included nickel sensitivity and drug allergy (to penicillin, tetracycline). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion intervention required), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), tooth disorder ("dental problems"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), da vinci bilateral salpingectomy and partial cornuectomy). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding, intermenstrual bleeding, allergy to metals and hypersensitivity outcome was unknown and the pelvic pain, vaginal discharge, bladder disorder, urinary tract infection, tooth disorder, migraine, fatigue, alopecia and weight increased had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, fatigue, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2010,(B)(6) 2009 she received treatment for the following events: nickel allergy, hypersensitivity, bladder problems, vaginal discharge, uti, dental problems ,migraine, fatigue, hair loss, weight gain. On (B)(6) 2011 she underwent additional surgeries : other insertion details: right-3coils, left-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2009: bilateral devices, symmetric. Laparoscopy - on (B)(6) 2017: pre- and postoperative diagnosis: foreign body of the uterus and pelvic pain. Operative findings: normal-appearing female pelvic anatomy with the exception of small uterine subserosal leiomyomas that are 2-3cm in size. The essure coils appeared to be in the pelvis and the fallopian tubes and a postoperative x-ray was performed prior to closing and there was no evidence of retained coils in the pelvis. Pathology test - on (B)(6) 2017: final diagnosis: bilateral fallopian tubes, da vinci laparoscopic bilateral salpingectomy: two fallopian tubes with two essure coils present. One of the fallopian tubes shows a cystic walthard rest. Lot number: 628442 manufacture date: 2008-12 expiration date: 2011-12 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included dysuria. Concurrent conditions included nickel sensitivity and drug allergy (to penicillin, tetracycline). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion intervention required), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), tooth disorder ("dental problems"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), da vinci bilateral salpingectomy and partial cornuectomy). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding, intermenstrual bleeding, allergy to metals and hypersensitivity outcome was unknown and the pelvic pain, vaginal discharge, bladder disorder, urinary tract infection, tooth disorder, migraine, fatigue, alopecia and weight increased had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, fatigue, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2010,(B)(6) 2009 she received treatment for the following events: nickel allergy, hypersensitivity, bladder problems, vaginal discharge, uti, dental problems ,migraine, fatigue, hair loss, weight gain. On (B)(6) 2011 she underwent additional surgeries : other insertion details: right-3coils, left-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2009: bilateral devices, symmetric. Laparoscopy - on (B)(6) 2017: pre- and postoperative diagnosis: foreign body of the uterus and pelvic pain. Operative findings: normal-appearing female pelvic anatomy with the exception of small uterine subserosal leiomyomas that are 2-3cm in size. The essure coils appeared to be in the pelvis and the fallopian tubes and a postoperative x-ray was performed prior to closing and there was no evidence of retained coils in the pelvis. Pathology test - on (B)(6) 2017: final diagnosis: bilateral fallopian tubes, da vinci laparoscopic bilateral salpingectomy: two fallopian tubes with two essure coils present. One of the fallopian tubes shows a cystic walthard rest. Most recent follow-up information incorporated above includes: on 27-apr-2021: medical records received: lot number was added. Medical history, reporter information, reporter causality comment note were added. Event pain nos updated to pelvic pain female (indication for surgery). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("menorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), tooth disorder ("dental problems"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), hypersensitivity ("hypersensitivity") and pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, metrorrhagia, allergy to metals and hypersensitivity outcome was unknown and the bladder disorder, vaginal discharge, urinary tract infection, tooth disorder, migraine, fatigue, alopecia, weight increased and pain had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, fatigue, hypersensitivity, menorrhagia, metrorrhagia, migraine, pain, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2010, (B)(6) 2009 she received treatment for the following events nickel allergy, hypersensitivity, bladder problems, vaginal discharge, uti, dental problems ,migraine, fatigue, hair loss, weight gain. On (B)(6) 2011 she undergo additional surgeries: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: this case was become incident. Event injury was updated as menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), nickel allergy, hypersensitivity, bladder problems, vaginal discharge, uti, dental problems ,migraine, fatigue, hair loss, weight gain, pain nos and plaintiff did not undergo confirmation test. Patient date of birth, essure removal date, reporter and treatment details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.